Event description:
The tech alleged the side rail will not raise to latch position. No pt impact.

Manufacturer narrative:
The tech found a bent side rail end tube. The tech replaced the side rail end tube to resolve the issue.